Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0yafx, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported she started to feel a shocking sensation when she sat down a week prior to the report. She felt it under the implantable neurostimulator and down her right leg. The therapy was confirmed to be on with the patient programmer. There was no fall or trauma related to this issue. Decreasing the amplitude eliminated the uncomfortable stimulation. After the patient reported the information, she did not feel the shocking sensation when she sat down. She was on program 2 at 0.90v. There was a sudden change in therapy/ symptoms noted. She was indicated for fecal incontinence and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.